Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated at 12 atmospheres. On the second inflation, the balloon was inflated at 14 atmospheres however, it ruptured. No segment of the balloon was detached inside the patient. The procedure was completed using a 3.0mm x 1.2mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with a hoop. There was a shaft kink 8 cm from the distal tip. Examination under magnification revealed a longitudinal balloon tear 12 mm long. The distal inner shaft was kinked and flattened and protruding from the balloon tear. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated at 12 atmospheres. On the second inflation, the balloon was inflated at 14 atmospheres however, it ruptured. No segment of the balloon was detached inside the patient. The procedure was completed using a 3.0mm x 1.2mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.